Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had high blood glucose even after infusion set change. Customer had high blood glucose of 527 mg/dl and treated with bolus delivery. Customer treated again at school and blood glucose dropped to 50 mg/dl. Customer would call back to perform high pressure test. Customer called back, and insulin pump passed high pressure test.